Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead was returned in one piece. Visual and x-ray examinations found the helix was stretched / bent consistent with procedural damage. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. The helix mechanism / extension length test could not be performed due to the helix being stretched / bent, as received. The cause of the reported event was isolated to the helix being stretched / bent, consistent with procedural damage.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the lead helix was distorted. The physician elected to complete the procedure with a different lead. The patient was in stable condition.